Manufacturer narrative:
B3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit was leaking. Patient involvement unknown.

Manufacturer narrative:
Other text: b3; b5; d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Health impact, and evaluation codes: updated. One device was received. Visual inspection noted a cracked enclosure, outdated printed circuit board (pcb) and power switch. The device leaked water from the reservoir during functional testing confirming the complaint. The root cause was due to a cracked tank near drain tube fitting from wear of usage. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Event description:
Additional information received via email, the problem was noticed on (B)(6) 2023. There was no patient harm or injury.